Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
On (B)(6) 2017 the reporter indicated that the surgeon performed a lens exchange. The originally implanted lens (12.1mm vticmo12.1 implantable collamer lens) had been removed and a "resized" lens was implanted. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Additional information: a lens work order search was performed. No similar complaints were found. Claim# (B)(4)